Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The customer reported that the ventilator was serviced by the hospital and after servicing the ventilator was operational. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated the message: mix air flow out of range and a diagnostic code indicating backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.